Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the surgeon had trouble with the device leaking and maintaing pneumoperitoneum. As the surgeon was finishing the case and doing a final look in the abdomen, he noticed a blue foreign body in the cavity. The piece was removed without difficulty. No patient injury. The surgeon believes the piece is the seal from the surgical access device.